Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the report states the femoral head collapsed which can cause or contribute to the need for medical or surgical intervention. Device history records review was conducted. The report indicates that the: DHR review for: manufacturing location: (B)(4); manufacturing date: 29-feb-2016; expiration date: 31-jan-2025. Part #: 04.005.524s, lot#: h040575 (sterile) - 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail - sterile. Quantity (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn 12272, ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with the trochanteric femoral nail-advanced and helical blade on unknown date. Surgeon reported on (B)(6) 2017 that the femoral head had collapsed. Patient was referred to another facility and surgeon. It is not known if patient underwent a revision. No further information was provided. Update: patient was implanted with 11mm 130 degree trochanteric femoral nail-advanced, 85mm helical blade, and one (1) 5.0mm locking screw on (B)(6) 2016. On unknown date, patient reported pain. X-ray taken on unknown date revealed the femoral head had collapsed. Patient was referred to another unknown facility for follow up. It is not known if patient was revised. 2 devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.